Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this investigation. The submitted log file contained no atypical alarms and appeared to show the pump operating as intended. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate ii lvas IFU, is currently available. Section 1 of the IFU, ¿introduction¿, lists stroke, right heart failure, and death, as an adverse event that may be associated with the use of the heartmate ii lvas. This section also addresses pump speed, power, flow, and pi (pulsatility index), and explains that pump power is a direct measurement of motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Changes in pump speed, flow, or physiological demand can affect pump power. Section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 6 also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's log files were submitted for review. The log files contained a few pulsatility index (pi) events as well as routine power source changes. The mechanical circulatory support (mcs) equipment operated as intended. It was later communicated that the patient passed away due to a catastrophic intracerebral hemorrhage. An echocardiogram (echo) showed an ejection fraction of 20-25%, right ventricular mild decreased systolic function, mitral valve mild mitral stenosis, aortic valve suture closed, and pulmonic valve trace regurgitation. The computed tomography (CT) results showed a stable large left parietal intraparenchymal hemorrhage that included approximately 4 to 5 mm of rightward midline shift. The outcome was not considered to be device or therapy related and operated as expected.